Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they saw their healthcare provider in pa on (B)(6) 2019 because they got ¿shock in the shower¿ on (B)(6) 2019. They shut therapy off for 2 weeks, until their appointment, and they had had no problems/symptoms for a while and they did not have any issues with therapy off. They met with a manufacturer representative at the appointment who checked their device; the ins was tested and checked out fine, and the x-ray of the lead wires checked out fine as well. It was noted that the rep changed their program from 4 to 1, but the patient did not want it changed so they changed it back to program 4 today. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Hcp said the patient turned therapy off because of a "shock" they received. When asked the caller didn't know if there was no known activity or event that prompted this issue. The hcp was not with the patient or managing hcp to do further troubleshooting. As a result of what was reported, the call center redirected the caller to have a manufacture representative (rep) paged and be present for the patient's appointment on (B)(6) 2019. No further patient complications have been reported as a result of this event.